Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when opening the cannula for tracheostomy cuff and without fenestra, the doctor noticed the absence of the introducer. There was no patient injury.